Event description:
Compressor would turn off causing fio2 to increase to 100%. Tried to trouble shoot but was unsuccessful, changed out ventilator. Unit tested by biomed department who identified compressor valve keeps transitioning to standby mode when in operation; replacement standby valve needed. Part ordered. Valve replaced and testing confirmed no compressor leaks. Operating pressor 57psi. Unit operating normally and returned to service.